Manufacturer narrative:
B5: it was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Pump displayed tx error. Event date ¿ [(B)(6) 2020]. How long has the tx been in use? - [(B)(6) 2020]. Did customer use tx more than 3 months? - no. Tx ID/sn - [(B)(4)]. Is tx in warranty? - yes. Customer's current weight - [(B)(6)] lbs. Is customer using dexcom mobile app? ¿ yes. Resolution - tx within warranty. Cts returned and replaced the tx.